Manufacturer narrative:
During power up, the unit received pump error 38 during rewind. After further review, the motor was unable to turn due to corroded motor home switch . Unable to performed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test due to the pump error 38. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Unit had scratched case and pillowing keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, unable to verify high bgs/under delivery alarms due to pump error 38 alarms during rewind and in the pump history due to corroded motor home switch were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, exposed to magnetic field or magnetic resonance imaging (MRI). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 453 mg/dl. The event involved product(s) mmt-397a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Pump had failed displacement test. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.